Event description:
Got irritation and a yeast infection from the kotex tampons. Quantity: 34 tampons. Frequency: every 8 hours; vaginal. Date the person first started taking or using the product: (B)(6) 2014; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: menstruating.